Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that upon removal of the vision from the package it was noticed that the stent was not on the balloon. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: qa analysis revealed that the catheter was returned with blood on the shaft. There was contrast on the balloon, shaft and sidearm and in the balloon and inflation lumen. The protective sheath and stylet were returned with the catheter. The stent was dislocated off of the balloon and was on the returned stylet. The first and second rows of proximal struts were bent. There were five struts in the first row of distal struts that were flared. No other damage to the stent was noted. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were bends in the hypotube 53 cm and 73.5 cm distal to the distal edge of the strain relief tubing. There was no other damage to the catheter noted. Due to the stent damage, the proximal measurements were measured distal to the damage at the proximal end, and the distal measurements were measured proximal to the damage at the distal end. Using a laser micrometer, the stent outer diameters were measured and met manufacturing criteria. Using pin gauges, the protective sheath inner diameters were measured at .0285" distal and .055" proximal. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the stent was dislodged from the balloon when the packaging was opened. Analysis confirmed that the stent had dislodged and was on the stylet. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture. Also, the inner diameter of the protective sheath met manufacturing criteria. The proximal end of the stent was flared and the distal end was bent. Despite being dislodged, when measurements for outer stent diameter were taken, they met specification. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. However, a conclusive root cause for the stent dislodgement cannot be determined. Additionally, there were two bends noted in the hypotube. It is likely that the hypotube damage and the bent/flared struts on the stent occurred as a result of handling during the packing of the device for shipment back to abbott for evaluation, as there was no mention of any of this damage in the incident report. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no other complaints reported with this part and lot number combination. Product performance engineering will trend and monitor the incident circumstances. This MDR is considered closed by the product performance group.